Event description:
This was a left-sided cardiac lead removal conducted in the ep lab to remove 2 rv leads (#(B)(4), ilyo ICD & #(B)(4), 18mth old rv lead) due to a class I infection with lead erosion. The patient was prepped with an arterial line, fluoroscopy and tee in use and CT surgeon on standby. The 18mth old, rv lead was manually removed with no problem. The 11yo, ICD lead was cut and prepped with a lld-ez. The md began lasing without difficulty to the svc/ra junction with the 16f sls ii, with slight resistance towards the end. The md continued lasing for approximately another 1-2 minutes until suddenly the patient's arterial bp dropped from 90 -045. A code was called at 1135. The CT surgeon was called into the room and arrived at 1137, a tee confirmed an injury, and an emergent pericardiocentesis was performed within 2-3 minutes; CPR started. At 1147 the first incision was made in the ep lab for a sternotomy. The patient was transferred to the operation room and upon opening the chest a tear was evident down the svc into ra junction. By this time the patient lost a significant amount of volume and expired. No devices were retained for return analysis. An internal lhr review showed no issues or non-conformances.